Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a perclose at device after a coronary percutaneous transluminal intervention. Reportedly, all deployment steps were performed uneventfully; however, bleeding at the access site was still observed. The physician indicated that the failure was most likely due to the moderate calcification present. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. There was no anomaly observed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. The probable cause was determined to be related to operational context, as moderate vessel calcification may have played a role in the report of bleeding at the access site still observed after device deployment. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The safety and effectiveness of the perclose at device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.